Event description:
It was reported while a patient had activated a pod the needle had not retracted upon initial activation. In addition the patient received an alarm during activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.changed b5 - describe event or problem from: it was reported while a patient had activated a pod the needle had not retracted upon initial activation. In addition, the patient received an alarm during activation. To: it was reported while a patient had activated a pod the needle had not retracted upon initial activation. In addition, the patient received an alarm during activation. The patient reported being unsure if the cannula was properly seated in the infusion site as well as the cannula was found to be bent. Added h6 - adverse event problem component code- cannula added medical device problem code- added- a150206 difficult to insert & (B)(6) material twisted/bent h10 - addtl mfg narrative -according to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the needle had not retracted upon initial activation. In addition, the patient received an alarm during activation. The patient reported being unsure if the cannula was properly seated in the infusion site as well as the cannula was found to be bent.